Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30573579m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a decanav electrophysiology catheter and the patient became severely hypotensive requiring intra-aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps). It was reported that a substrate map was created under pacing. After that, vt was induced, and vt map was performed with the decanav catheter. After mapping, when the vital signs were checked, it was confirmed that the blood pressure was around 40. Intra-aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps) were started, and the procedure was over at that time. There was no event associated with cardiac tamponade or catheter perforation, and pericardial effusion was not present, so the cause was unknown. (Clinical course) when vt occurred, the timing of dc was delayed, and the cause was transient cardiac function decreased. (It was confirmed by the physician) pcps and iabp were inserted, but the patient was doing well the next day and has already been walking by today, which was september 2nd. Discharge has not yet occurred, but no secondary events, life-threatening events, or findings have occurred during follow-up. Transient cardiac dysfunction associated with vt. The physician commented that it was confirmed by echocardiography that no pericardial effusion was present, and there was no recall of perforations. The cause was as described above and there was no relationship between the catheter and the event.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review of the reported event by the bwi's medical safety officer (mso) on 2-nov-2021, it has been determined that since the event was ventricular tachycardia related and resulted in hypotension requiring intervention using iabp, it is safe to consider the decanav electrophysiology catheter a concomitant device in this event. Therefore, h6. Medical device problem code has been updated. This event will no longer be considered MDR reportable against any biosense webster inc. Devices.

Manufacturer narrative:
Additional information was received on 29-sep-2021. It was reported that the patient is male. Therefore, a 3. Gender has been updated. It was also reported that the adverse event was discovered during use of the biosense webster products. The physician¿s opinion on the cause of the adverse event was that it is procedure related. The physician commented that the cause of this event was dc timing. The patient outcome was reported as improved. Blood pressure was about 40mmhg. A smartablate generator was used. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).